Event description:
No additional information received from the customer.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
IT WAS REPORTED DURING AN ENDOBRONCHIAL ULTRASOUND THE BALLOON FELL OFF INTO THE PATIENT AND HAD TO BE RETRIEVED RESULTING IN A PROLONGATION OF AN UNKNOWN DURATION. THERE WERE NO REPORTS OF PATIENT HARM.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: H6.Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.Olympus will continue to monitor field performance for this device.